Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient (pt) regarding an implantable neurostimulator (ins) . The reason of call was caller stated that the device won't hold a charge. Caller also stated that the controller is unresponsive and stuck at looking for device screen. Agent walked the caller to do a hard reset. Caller re-inserted the battery and confirmed green light blinking on the controller. Agent asked the caller to blew air into controller charging port and wipe the pins on the recharger. Caller then plug the recharger into the controller and getting no device found. Agent asked to press recharger and entered passive recharging with 19-100-100 numbers. Agent reviewed information about passive recharging and placed the call on-hold to monitor. Caller confirmed controller is at 90% and implant battery is low and recharging excellent. Agent instructed the caller to continue charging their implant and call back if they need further assistance. No symptoms were reported.